Manufacturer narrative:
Based on the claim against the product by the customer noting no energy on the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the g rip-crimp location. The instrument failed the electrical continuity test grip-crimp location. The root cause is attributed to a component failure. The complaint regarding the energy issue was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end, exposing the electrode. There was no conductor wire insulation damage observed. Electrical continuity was tested and failed due to a broken conductor wire.

Event description:
It was reported that during a da vinci assisted cystectomy surgical procedure, the maryland bipolar forceps instrument did not apply energy. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.